Event description:
The user had an ice skating accident and fell on the head. Since that incident the user had no hearing impression from the implant. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.